Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose and diabetic ketoacidosis from july 15 to july 18 with blood glucose of 350mg/dl to 360 mg/dl. The customer started throwing up due to hyperglycemia. The customer was treated with insulin drip in the hospital. The auto mode was active at the time of incident. Customer declined troubleshooting for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.